Manufacturer narrative:
The lead was returned with no reported complaint. As received, a complete lead was returned in one piece. Final analysis found that the insulation was breached at 14.4 ¿ 14.5 cm from the connector pin. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.